Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: swabbing distal end unit. Cfu: n. D.(= nicht durchgeführt (not done)) no detection. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel. Cfu: 1 cfu/ml(37)micrococcus luteus. Sampling date: (B)(6) 2025. Sampling from: sampling solution air / water channel. Cfu: 0 cfu/ml(37) no detection. Sampling date: (B)(6) 2025. Sampling from: sampling solution auxiliary water channel. Cfu: 2 cfu/ml(37) bacillus species, niallia circulans. The results of the second culture test ordered by rrc/emea to a third-party lab were as follows: (refer to hmi_inq-380313_negative2.pdf). Sampling date: (B)(6) 2025. Sampling from: swabbing distal end unit. Cfu: n. D.(= nicht durchgeführt (not done)) staphylococcus epidermidis. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel. Cfu: 1 cfu/ml(37¿)paracoccus yeei. Sampling date: (B)(6) 2025. Sampling from: sampling solution air / water channel. Cfu: 0 cfu/ml(37) no detection. Sampling date: (B)(6) 2025. Sampling from: sampling solution auxiliary water channel. Cfu: 0 cfu/ml(37) no detection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted h11 additional mfg narrative. The correct information is as follows: this report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: swabbing distal end unit, cfu: no detection. Sampling date: (B)(6) 2025, sampling from: sampling solution instrument / biopsy / suction channel, cfu: 1 cfu/ml(37) micrococcus luteus. Sampling date: (B)(6) 2025, sampling from: sampling solution air / water channel, cfu: 0 cfu/ml(37) no detection. Sampling date: (B)(6) 2025, sampling from: sampling solution auxiliary water channel, cfu: 2 cfu/ml(37) bacillus species, niallia circulans. The results of the second culture test ordered by rrc/emea to a third-party lab were as follows: sampling date: (B)(6) 2025, sampling from: swabbing distal end unit, cfu: staphylococcus epidermidis. Sampling date: (B)(6) 2025, sampling from: sampling solution instrument / biopsy / suction channel, cfu: 1 cfu/ml(37)paracoccus yeei. Sampling date: (B)(6) 2025, sampling from: sampling solution air / water channel, cfu: 0 cfu/ml(37)no detection. Sampling date: (B)(6) 2025, sampling from: sampling solution auxiliary water channel, cfu: 0 cfu/ml(37)no detection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for >3 colony forming units (cfus) of pseudomonas aeruginosa, escherichia coli and klebsiella aerogenes on (B)(6) 2025. The scope was retested on (B)(6) 2025 and was tested positive for 4 cfus of klebsiella aerogenes and 1 cfu of citrobacter freundii. The issue occurred during set up/inspection with no reports of patient involvement. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.